Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Rep was transferred regarding an error message that appeared on their clinician programmer this morning while interrogating the ins. Rep confirmed that all apps are updated and working, and the patient has patient data service enabled. Rep states that when they went to interrogate the ins, they got a "system error unable to read battery 0x59a89a8f". They tried to reconnect and then got a validation error with the code 000100bb. Agent advised rep to click continue and start usage, but wait a few seconds after each button selection. Rep was able to interrogate the ins normally after this. Rep states this was not yet associated with a patient or physician.